Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2019 due to pump thrombosis. The pump will not be returned for evaluation.